Event description:
"Pt is calling to advise that... Had the lap-band for 6 years. ...the lap-band is no longer working. [The pt] is living on antacid, [and] needs iron transfusions because [the pt] takes too many antacid. [The pt] would like to have [the lap-band system] removed but would like to know if ...can return the band to see if it's the band that's faulty or the surgery that didn't work."

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has occurred, so allergan has not received the device nor performed analysis at this time. Reflux and anemia are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause of these events. No additional info has been reported to allergan regarding the model number, serial number, event date, diagnostic testing, further event details or permission to contact the surgeon to confirm the reported events. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." Fluid should be removed from the system if there were symptoms of excessive restriction or obstruction, including excessive sense of fullness, heartburn, regurgitation and vomiting. If symptoms are not received by removal of the fluid, a barium meal should be used to evaluate the anatomy." Device labeling addresses the potential of anemia as follows: "caution: it is the responsibility of the surgeon to advise the pt of the known risks and complications associated with the surgical procedure and implant." "Caution: pts must be seen regularly during periods of rapid weight loss for signs of malnutrition, anemia or other related complications." "Rapid weight loss may result in symptoms of malnutrition, anemia and related complications (ie, polyneuropathies). Deflation of the band may alleviate excessive rapid weight loss."